Event description:
According to the reporter, during an open colostomy reversal, when the surgeon was removing the circular stapler after firing and the tilt top anvil adjustment, the doctor had indicated that the tilt top anvil knob was turned 3 times and had difficulty removing it from the patient's cavity and further manipulated the stapler in several different directions to try to dislodge it from the tissue. Upon removal of the device, the user had to place some clips to stop bleeding from the anastomotic staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.